Manufacturer narrative:
The device history review showed no related component or mfg issues and one prior product complaint of similar nature. This complaint is inconclusive due to no sample was returned.

Event description:
The catheter had been in place 2 1/2 to 3 weeks when it began leaking at the exit site. Removed catheter. Pt had been receiveing reglin and pepcid via pump.